Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had no power and was not functioning. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and able to duplicate the reported issue. Stryker determined the cause of the issue was a faulty power pcba. The power pcba and internal battery were replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had no power and was not functioning. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.